Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "up" and "down" buttons must be pushed multiple times and are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/02/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.